Event description:
A healthcare professional reported during intraocular lens (iol) implantation procedure, when performing the lens injection, the second haptic is broken in half. The lens was retained in eye. Additional information was received stating the physician prescribed non-steroidal anti-inflammatory drug drops to relieve the inflammation. There was a slight dislocation of the iol. They are waiting to see the evolution of close vision to verify the need for an explant.

Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. The attached photo shows a sheet of paper with handwritten notes from a healthcare professional. The product label is also visible. Additionally, there is, what appears to be a broken haptic attached to the sheet of paper with clear tape. The complainant states the use of non-company intraocular lens (iol) injector and non-company viscoelastic, which are not qualified to be used with the associated product. Based on our observation of the attached photo, a broken haptic is attached to a sheet of paper with a clear tape. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).